Event description:
A malfunction was reported on the customer's pump, identified by malfunction code malf 12. There was no reported adverse impact to the customer¿s blood glucose level. Customer technical support assisted the caller with resetting the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and advised to contact support again if the issue reoccurs, which the caller acknowledged and understood.